Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had issues the insulin pump and sensor communicating properly. The current blood glucose reading is 149 mg/dl. Customer is wearing the sensor on his stomach. Customer reported a hospitalization due to low blood glucose. The paramedics were called. Customer stated that his pancreas has been removed. Nothing further reported.